Event description:
It was reported by the customer that while using cardiosave, a leak alarm occurred, and even after switching to another cardiosave, the alarm continued, so an intra-aortic balloon (iab) balloon leak was suspected, but no blood was found when the inside of the tubing was checked. There was no patient involved.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Manufacturer narrative:
Updated fields are b4, d9, g3, g6, h2, h3, h6 (type of investigation), h11 the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. No blood was observed inside the iab catheter. A kink was found on the catheter tubing and inner lumen near the y fitting approximately 73.9cm from iab tip. The catheter tubing was observed to be flattened near the kinked location measuring 2cm in length. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab did not inflate and a catheter restriction alarm occurred on the pump. The condition of the iab upon receipt showed a kink in the iab and a flattened area on the catheter tubing. These conditions restricted gas flow and resulted in a catheter restriction alarm. Although the evaluation did not duplicate a leak in circuit alarm, a restriction alarm did occur during testing, which may be related to the reported alarm. The lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Corrected filed: b5. Updated field: b4, d4 (lot, UDI), d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported by the customer that while using cardiosave, a leak alarm occurred, and even after switching to another cardiosave, the alarm continued, so an intra-aortic balloon (iab) balloon leak was suspected, but no blood was found when the inside of the tubing was checked. There was no patient harm or injury reported.

Event description:
It was reported by the customer that while using cardiosave, a leak alarm occurred, and even after switching to another cardiosave, the alarm continued, so an intra-aortic balloon (iab) balloon leak was suspected, but no blood was found when the inside of the tubing was checked. Tthere was no patient harm or injury reported.